Manufacturer narrative:
Facility staff attributed the alarms and subsequent blood loss to user error as the operator was not making the correct connections for treatment or rinseback. There is no evidence of a device malfunction. The user's guide contains adequate info regarding the correct connection for treatment and rinseback. Facility staff has provided additional training and will continue to monitor the pt. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Venous and arterial air alarms occurred during two routine hemodialysis treatments which could not be resolved. Rinseback was not performed, resulting in an estimated blood loss of 190cc for each treatment. The pt's standard epogen dose was increased. No other medical intervention was required.